Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the previous week the patient perceived some strange noise sensations (banging, cracking) with her cochlear implant. Afterwards she heard in a different way than before. On (B)(6) 2015, she completely lost access to sound. Re-implantation will occur within the next weeks.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
During the previous week the patient perceived some strange noise sensations (banging, cracking) with her cochlear implant's audio processor. Afterwards the patient heard in a different way than before. On (B)(6) 2015, access to sound was completely lost.